Manufacturer narrative:
The cause of this reported event could not be determined through this investigation. The surgery lasted over 9 hours and the patient had pre-existing conditions.

Event description:
It was reported by a family member that a patient was burned on the forehead and chin during surgery, caused by use of the face pillow.

Event description:
It was reported by a family member that a patient was burned on the forehead and chin during surgery, caused by use of the face pillow.